Event description:
A healthcare professional reported right side capsular contracture, baker grade unknown and device rupture. This record relates to right side. Device was replaced with non allergan product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsule contracture, baker grade unknown. Continued h6 (health impact code): f2203.

Event description:
A healthcare professional reported right side capsular contracture, baker grade unknown and device rupture. This record relates to right side. Device was replaced with non allergan product.